Event description:
A peritoneal dialysis (pd) patient ((B)(6) ) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted fresenius customer support, stating they recently returned from the hospital and had not undergone treatment (specifics not provided) for 3 days. During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) stated the patient was not admitted to the hospital for drain complications, as the patient initially reported. The pdrn performed a home visit on (B)(6) 2020 specifically to assess the patient's reported drain complications. During the visit, the pdrn encountered similar drain complications and transitioned the patient to back-up in-center hemodialysis (hd) on (B)(6) 2020 until the patient could be seen by the vascular surgeon. During the appointment with the vascular surgeon on (B)(6) 2020, the pd catheter (not a fresenius product) was found to be malpositioned. On (B)(6) 2020, the patient went to the hospital for outpatient pd catheter surgery and was discharged the same day in stable condition. The pd catheter was allowed to heal for 3 days, and on (B)(6) 2020 the patient attempted to resume ccpd without success. The patient encountered the same drain complications as before. The patient continues to remain on in center hd therapy until the patient can be evaluated by the vascular surgeon a second time (awaiting date). Per the pdrn, the events and transition to hd were unrelated to the utilization of any fresenius product(s) and/or device(s). The pdrn stated the patient will resume utilizing the same liberty select cycler as before the events, when the pd catheter issues have been resolved. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).